Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found errors 23105 and 23103. The shoulder harness was replaced to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding arm 4 getting an error when it's stowed was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a bad shoulder harness, which can be resolved with a power cycle or service, if necessary. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a stowed usm was causing an error during procedure and the fse found that the shoulder harness needed to be replaced. The surgeon was able to continue with the procedure robotically using the 3 active arms after a power cycle. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they are getting an error on arm 4 when it's stowed. The customer said arm 4 was stowed and the led started blinking yellow and they had an error on it. The customer did a reboot as they were calling in. The tse viewed the error logs and didn't see any errors showing in the logs. The tse did see a 55203 mid procedure restart. After the reboot, the system powered on and homed. The customer was continuing with the case but would like the field service engineer (fse) to check out the system. The fse was to follow up with the customer. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed the event occurred during a benign hysterectomy procedure on (B)(6) 2022. The customer confirmed that this was a 3 arm procedure and arm 4 was stowed away when the error occurred. They were able to power cycle and reset the system and the system worked as normal for the rest of the procedure. The procedure was completed robotically and there was no patient injury due to the issue. No patient demographics or images available.